Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic'), endometritis ('endometritis'), pelvic inflammatory disease ('pid') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, suprapubic pain, dizziness, uterine fibroid, withdrawal bleeding, nausea and vomiting. (B)(6) 2017-surgical pathology report 1. Cervix, conization: high grade squamous intraepithelial lesion (cin 3), involving endocervical glands, cin3 is involving endocervical and ectocervical margins of excision, changes consistent with prior biopsy site. 2. Endocervix, curettings: fragments of endocervical glands with prominent artifact change (B)(6) 2017- pathology report final diagnosis: 1. Uterus and cervix, total vaginal hysterectomy: inactive endometrium with pseudo-decidualized stroma consistent with exogenous progestin effect adenomyosis. Cervix with changes consistent with prior procedure (see note) 2. Fallopian tube. Portion of right, salpingectomy: fallopian tube with no specific pathologic change 3. Fallopian tube, portion of left, salpingectomy: fallopian tube with no specific pathologic change. 4. Ovary, right, oophorectomy:. Concurrent conditions included overweight, lightheadedness, micturition frequency decreased, diarrhea, endometriosis, uterine polyp, vaginitis, adenomyosis, appendicitis, cervical intraepithelial neoplasia iii, ovarian cyst, dysmenorrhea and headache. Concomitant products included amitriptyline, cyclobenzaprine, fentanyl, ibuprofen, ketorolac tromethamine (toradol), oral contraceptive nos, orphenadrine citrate, paracetamol (acetaminophen) and tramadol hydrochloride (tramadole). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal, chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psych injury-anxiety"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and iron deficiency anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (right side), mccall culdoplasty). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, heavy menstrual bleeding and abdominal pain had resolved and the endometritis, pelvic inflammatory disease, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, endometritis, genital haemorrhage, heavy menstrual bleeding, iron deficiency anaemia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007 from summons (discrepancy noted ) she received treatment for pain pelvic/ abdominal, menorrhagia (heavy menstrual bleeding),anemia ,gen. Abnormal bleed, she received treatment for psych injury: no. Right: 2 coils, left: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal bleeding, pelvic pain, abdominal pain, , anemia concerning the injuries reported in this case, the following ones were reported via medical records: pid, endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2021: mr received. Reporter information, patient medical history, concomitant medications, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic'), endometritis ('endometritis'), pelvic inflammatory disease ('pid') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. (B)(6) 2017-surgical pathology report. 1. Cervix, conization: high grade squamous intraepithelial lesion (cin 3), involving endocervical glands. Cin3 is involving endocervical and ectocervical margins of excision. Changes consistent with prior biopsy site. 2. Endocervix, curettings: fragments of endocervical glands with prominent artifact change (B)(6) 2017- pathology report. Final diagnosis: 1. Uterus and cervix, total vaginal hysterectomy: - inactive endometrium with pseudo-decidualized stroma consistent with exogenous progestin effect. Adenomyosis. Cervix with changes consistent with prior procedure (see note). 2. Fallopian tube. Portion of right, salpingectomy: fallopian tube with no specific pathologic change. 3. Fallopian tube, portion of left, salpingectomy: fallopian tube with no specific pathologic change. 4. Ovary, right, oophorectomy:. Concurrent conditions included overweight, lightheadedness, micturition frequency decreased, diarrhea, endometriosis, uterine polyp, vaginitis, adenomyosis, appendicitis, cervical intraepithelial neoplasia iii, ovarian cyst, dysmenorrhea and headache. Concomitant products included cyclobenzaprine, fentanyl, ibuprofen, ketorolac tromethamine (toradol), orphenadrine citrate, paracetamol (acetaminophen) and tramadol hydrochloride (tramadole). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal, chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psych injury-anxiety"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and iron deficiency anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (right side), mccall culdoplasty). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, menorrhagia and abdominal pain had resolved and the endometritis, pelvic inflammatory disease, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, endometritis, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007 from summons (discrepancy noted ). She received treatment for pain pelvic/ abdominal, menorrhagia (heavy menstrual bleeding),anemia ,gen. Abnormal bleed, she received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal bleeding, pelvic pain, abdominal pain, , anemia concerning the injuries reported in this case, the following ones were reported via medical records: pid, endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs+mr received- new events abnormal bleeding (vaginal), depression, pid, endometritis were added. Pt of psychological trauma updated to anxiety. New reporters, patient information, medical history, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal, chronic pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, menorrhagia and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007 from summons (discrepancy noted ) she received treatment for pain pelvic/ abdominal, menorrhagia (heavy menstrual bleeding),anemia ,gen. Abnormal bleed, she received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events abdominal, chronic pain, menorrhagia (heavy menstrual bleeding),anemia ,gen. Abnormal bleed, psych injury and la b data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.